Event description:
The customer received a blood glucose reading of 160 mg/dl from his contour meter and a reading of 400 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer declined to troubleshoot or provide additional information. No product will be returned.